Manufacturer narrative:
The customer¿s report of a leak at the filter was confirmed. Visual inspection under magnification showed that the 0.2 micron filter had a crack along the side weld line between the upper and lower housing on the filter¿s input port side. No tool or stress marks were observed on the filter component. Functional and pressure testing confirmed leaking from the crack. The cause of the leak was a crack along the filter component¿s side weld line. The root cause of the crack was not determined.

Event description:
The customer reported a leak at the filter of the tubing that was infusing an unspecified medication. It is unknown if this contributed to the patient developing a clabsi (central line-associated bloodstream infection) on (B)(6) 2018. There was no intervention or lasting harm reported.

Manufacturer narrative:
Concomitant medical product: 10 ml bd syringe of nacl, lot 8044680, exp 2021-01-31, therapy date: (B)(6) 2018. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a leak at the filter of the tubing that was infusing an unspecified medication. It is unknown if this contributed to the patient developing a clabsi (central line-associated bloodstream infection) on (B)(6) 2018. There was no intervention or lasting harm reported.

Event description:
The customer reported a leak at the filter of the tubing that was infusing an unspecified medication. It is unknown if this contributed to the patient developing a clabsi (central line-associated bloodstream infection) on (B)(6) 2018. There was no intervention or lasting harm reported.